Event description:
Allegedly due to continuing pain complaints around the hip and a sharp increase in chromium and cobalt levels in the serum, a revision operation was undertaken.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01619. This event occurred in (B)(6).